Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asftf068 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported "potential hazard if leak was not identified during access. Cytotoxic medication to be given via this access and could have been a potential chemotherapy leak on a patients skin."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asftf068 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported "potential hazard if leak was not identified during access. Cytotoxic medication to be given via this access and could have been a potential chemotherapy leak on a patients skin."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one 20ga x 0.75¿ safestep safety infusion set. Light usage residues were observed. A needleless injection cap was attached to the luer and the safety mechanism was engaged. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed at the needle exit site from the housing. Microscopic inspection of the sample under white and ultraviolet light revealed a gap in the adhesive coverage near the leak site. The leak was caused by incomplete adhesive coverage during device assembly resulting in a fluid path. The device is a supplied component and the supplier has been notified of this event.

Event description:
It was reported "potential hazard if leak was not identified during access. Cytotoxic medication to be given via this access and could have been a potential chemotherapy leak on a patients skin."